Manufacturer narrative:
One device was received. Per visual inspection, the water tank cover cracked and leaking, stained water tank, liquid crystal display (lcd) cracked and blank, faded line cord. Outdated quick connect, printed circuit board (pcb), and power switch. Per functional testing, the lcd was cracked, no display and no alarm. The complaint was confirmed. The root cause was a damaged pcb. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the unit was dropped and has no display. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.